Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the minimally invasive microdiscectomy at right l5-s1 the curette's tip/cup missing when removed from the incision. Fluoroscopy was used to located the tip inside the patient and was removed without complication. No patient complications were reported.